Event description:
Inbound. One of IV treprostinil cadd cassettes began alarming no disposable clamp tubing, unable to resolve so placed on backup pump and same unresolved alarm, no further details provided.